Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® precisionglide¿ multiple sample needle cannula breaks off or pulls out. The following information was provided by the initial reporter: "blood outflow occurred at the bottom of the needle tube, nurse observed bottom and could not see the needle".